Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 ¿ m2a cup ¿ 954240; 157448 ¿ m2a magnum head ¿ 955490; 11-103204 ¿ taperloc femoral stem ¿ 388770. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10577, 0001825034-2018 -10579, 0001825034-2018 -10580.

Event description:
It was reported patient underwent a hip revision approximately 9 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent a left hip revision approximately 9 years post implantation due to metallosis, elevated metal ion levels, and pseudotumor. During the surgery, cobalt in the blood was at 80 of unknown units, the cup and head components were removed and replaced and the stem was found to be well fixed therefore remains implanted.